Event description:
The patient reported getting poor communication on the patient programmer. The patient was implanted earlier on the day of the report and was trying to turn stimulation down because it was too high in both legs. The patient had a thin bandage but wasn't very sore and didn't have much swelling. The patient was unable to get telemetry with the patient programmer. The patient noted stimulation increases when the telephone rings, when they changed positions, and when the tv was on. It was noted by a manufacturer representative that they called the patient and explained how to decrease stimulation. The rep met with the patient and they reported no issues with the tv or increased stimulation and the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.